Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Cartridge a batch# = v59h8w, cartridge b batch# = v5aj65. Evaluation summary: one instrument and two cartridges (a-b) were received. The instrument was received in good visual condition and with no cartridge present. When tested for functionality with a test cartridge, the instrument performed as intended. The analysis results found that the reload cartridge (a) was received fully fired loose inside the bag. The swing tab was in the locked position. No functional test was performed. The analysis results found that the original cartridge (b) was received fully fired loose inside the bag. The swing tab was in the locked position. No functional test was performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device delivered malformed staples leading to dehiscence of the anastomosis. The leak was controlled by oversewing the staple line. There was no patient consequence.